Event description:
It was reported that the medical director walked into the room, noticed that the pt's chest did not appear to be moving with the ventilator's cycles and did not hear the ventilator alarming. The pt was bagged and the chest moved. CPR was performed, but the pt died. Importer ref #: (B)(4). MFR ref #: 1202mcc0005.

Manufacturer narrative:
(B)(4).